Event description:
Literature was reviewed regarding patients with left ventricular assist devices (vads) transported to the emergency department (ed) via emergency medical services (ems). Patient symptoms included skin changes, chest pain, shortness of breath, fever, altered mental status, dizziness, weakness, ventricular tachycardia (vt), ventricular fibrillation (vf), and driveline site issues. At presentation, there were vads which exhibited low flow and driveline failure alarms, and others with low battery. The authors described four patient deaths while in the hospital; one patient arrived to the ed in cardiac arrest and was not able to be resuscitated; another patient developed pneumonia and respiratory failure and transitioned to comfort care and had their vad discontinued; one patient had a driveline infection with associated multiorgan failure and also transitioned to comfort care with vad discontinuation; the fourth patient developed septic shock from a sacral decubitus ulcer and experienced cardiac arrest without successful resuscitation. There were other patient deaths within one year of vad placement and one year from ems transport; these causes of death were unknown. Patients were treated for heart failure exacerbations, bleeding events, and vad infection. Two patients required a vad exchange. After discharge, some patients returned to the ed within 30 days for unknown reasons. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system - battery d4: model #: unk; catalog #: unk; expiration date: unk; serial or lot#: unk. D10: no h4: mfg date: unk h5: no h6: device code(s): c63030 this information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/60 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: prehospital experience with left ventricular assist devices. Journal of surgical research. 2026. 317:439-445. Doi: 10.1016/j.jss.2025.11.049 ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.